Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on december 30, 2018 with blood glucose above 700 mg/dl. The customer was treated with insulin drip for high blood glucose levels during hospitalization. Troubleshooting was performed and the device is not expected to be returned for analysis.